Manufacturer narrative:
Device was initially received for the complaint that the unit was unable to detect the cassette attachment during testing. During investigation found the device's latch lock sensor was damaged. This malfunction makes the event reportable. Review of event log/alarm history found that there are no errors related to the customer complaint. There was no 12-month service history reported. The visual and functional testing were performed. During the investigation, the failure was confirmed, caused by the latch lock sensor, it was replaced, additionally the downstream occlusion (dso) seal was changed because it was detached. The probable root cause was the latch lock sensor damaged. The performance verification test was performed. The device passed all testing after repair.

Event description:
It was reported that the unit was unable to detect the cassette attachment during testing. During investigation found the device's latch lock sensor was damaged. This malfunction makes the event reportable. There were no patient involvement and adverse event reported.